Event description:
The user facility reported that dust fell from their harmony led 585 surgical lighting system during a patient procedure. The sterile field was reestablished resulting in a procedure delay. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the lighting system and observed dust accumulated around the bearing of the brake screw. Through further inspection, the technician found that the bearing was seized and required lubrication. The lighting system was installed in 2009 making it approximately 12 years old. The technician made the necessary repairs, tested the lighting system, confirmed it to be operating according to specifications, and returned it to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.